Event description:
It was reported that this right atrial (ra) lead was explanted due to helix damaged. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The damage in electrode end was confirmed as the helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid and tissue. The investigation conclusion code was selected based on the report of helix difficulty and a failing helix mechanism test due to dried blood or body fluid clogging the helix tip. Susceptibility of active helix fixation tips becoming clogged with coagulated blood or body fluid is a known risk. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right atrial (ra) lead was explanted due to helix damaged. A new lead was implanted. No additional adverse patient effects were reported.